Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of over 600 mg/dl and a blood glucose of 477 mg/dl after customer treated with insulin pump. The customer had symptoms such as abdominal pain. Customer's blood glucose value was 353 mg/dl at the time of the call. Customer's parent reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer's parent declined high pressure test. Customer's parent also reported issue with the meter connection and troubleshooting was performed and completed. The insulin pump was not returned for analysis.